Manufacturer narrative:
Lot review: a two year review of the complaint database showed no other complaints for this list item from this facility.

Event description:
Complaint received regarding two (2) ch-62, chemoclave vial spike, 13mm, lot number unknown. The report states, "the customer has a problem with several chemo claves. ...when he connects/disconnects the chemo clave, sometimes he notes as if the chemo clave leaves traces of cytostatic in the connection and the member staff came in contact with the drug. The customer also stated that sometimes because of a bad insertion of the chemo clave, the spike of the administration set was getting stuck into the plastic base." There was no patient involvement. Or clinician consequences reported. There was no unprotected chemo exposure reported.